Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that all the lights on the remote monitor are "blinking." Other outlets were tried with the same result. The monitor has transmitted in the past. The monitor will not be returned at this time. There were no reported patient complications as a result of this event.

Event description:
It was reported by the patient that all lights on the previously working remote monitor were blinking. Other outlets were tried, with the same result. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.